Event description:
The customer stated that while the device was in use on a patient, error "proximal pressure line disconnect" occurred frequently. The customer replaced the device with the same model and also replaced the circuit. The customer stated that no other medical intervention was necessary other than replacing the device and circuit. No delay in therapy was reported. No patient injury or harm was reported. The customer stated that the device was checked in the medical engineer (me) room but the reported issue could not be reproduced.

Manufacturer narrative:
The event log was inspected by 3rd party, and the reported phenomenon was confirmed. Testing was carried out but there was no reproducibility. From v60 check sheet, test4: pressure accuracy / test5: flow accuracy / test6: oxygen flow accuracy, in which "proximal pressure line disconnect" alarm was considered the cause, were carried out., the ventilator did not experience a shutdown but kept operating at the time of the event. The result was that no anomaly was found. There was no reproducibility of the reported issue and no part was replaced in this repair. Overall checks, cleaning, and a functional test were performed.